Manufacturer narrative:
A1 patient identifier: correction. E1 initial reporter: updated.

Event description:
It was reported that the aiming beam and irradiation positions are misaligned. The aiming beam was considered misaligned based on the physician discretion, as it was observed to be slightly to the right of the aiming point, although it was not firing in an incorrect direction. No patient was involved.

Event description:
It was reported that the aiming beam and irradiation positions are misaligned. No patient was involved.